Event description:
The customer contacted heartsine to report that their device failed to deliver a shock during a patient involved event. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The device was not returned to heartsine foe evaluation. A cause of the reported issue could not be determined.

Event description:
The customer contacted heartsine to report that their device failed to deliver a shock during a patient involved event. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.